Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device issue. The proglide was used as intended and there was no patient effect due to the proglide device. B2: outcomes associated h6: medical device problem code 1142 was removed. Health effect - impact code 4641- unexpected medical intervention was removed. D9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because there was no complaint associated with the device; therefore it was discarded at the account.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the proglide device was used successfully. A cuff miss did not occur. There were no device or patient issues associated with the proglide device. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, no suture was found when the plunger of the proglide device was removed, a cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.